Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was removed during a stent removal procedure in the ureters performed on (B)(6) 2022. The stent was placed two weeks prior and during the procedure, it was found that the stent had a fungal colonization. The patient has experienced pain and was given a treatment of nsaid analgesic & antispasmodic. The procedure was successfully completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: patient code 9151 captures the reportable event of infection. Block h10: the returned percuflex ureteral stent was analyzed, and a visual evaluation detected the stent with some residues. Additionally, the suture and positioner were not returned. Moreover, it was noted that the stent calcified. During magnification, it was observed closely that the issues found and then observed are some residues as part of the procedure. No other problems with the device were noted. The reported event was not confirmed. Based on the information provided, infection and pain states that adverse events associated with retrograde or antegrade positioned indwelling ureteral stents include but are not limited to reflux gu, occlusion or obstruction, migration, hemorrhage, infection, perforation, extravasation, encrustation, loss of renal function, edema, urinary symptoms, pain or discomfort, stent fragmentation, fistula, hydronephrotic, stone formation, tissue damage, erosion. Therefore, the most probable cause for these events will be known inherent risk of device. Block h11: block h6 device code for stent calcified has been added.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was removed during a stent removal procedure in the ureters performed on (B)(6) 2022. The stent was placed two weeks prior and during the procedure, it was found that the stent had a fungal colonization. The patient has experienced pain and was given a treatment of nsaid analgesic & antispasmodic. The procedure was successfully completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was removed during a stent removal procedure in the ureters performed on (B)(6) 2022. The stent was placed two weeks prior and during the procedure, it was found that the stent had a fungal colonization. The patient has experienced pain and was given a treatment of nsaid analgesic & antispasmodic. The procedure was successfully completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6) block h6: patient code 9151 captures the reportable event of infection. Block h10: the returned percuflex ureteral stent was analyzed, and a visual evaluation detected the stent with some residues. Additionally, the suture and positioner were not returned. Moreover, it was noted that the stent calcified. During magnification, it was observed closely that the issues found and then observed are some residues as part of the procedure. No other problems with the device were noted. The reported event was not confirmed. Based on the information provided, infection and pain states that adverse events associated with retrograde or antegrade positioned indwelling ureteral stents include but are not limited to reflux gu, occlusion or obstruction, migration, hemorrhage, infection, perforation, extravasation, encrustation, loss of renal function, edema, urinary symptoms, pain or discomfort, stent fragmentation, fistula, hydronephrotic, stone formation, tissue damage, erosion. Therefore, the most probable cause for these events will be known inherent risk of device.